Manufacturer narrative:
Contacted customer and requested for patient information and repair details, but the customer did not respond.

Event description:
The customer reported that the ventilator emitted burnt odor and will not power on. The customer reported there was no patient involvement.